Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted completion proctectomy surgical procedure, monopolar curved scissors (mcs) instrument's bites were unable to completely close. A new instrument of the same kind was used to complete the procedure. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip of the blade. Both blade edges were indented which prevented the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not remain in the fully open position; the site was able to close it partially. The patient did not suffer any injury, but the site was unable to dissect the tissue properly. No damage was observed.

Event description:
Refer to h11 for follow-up information.